Manufacturer narrative:
Follow up #2 06/20/2016: this report is processeof the 16 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to: low force sensor calibration readings, force sensor plate contamination, high force resistance failure was observed, and force sensor pin damaged. Under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 16</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-80 years of age and between 28 and 190 pounds. Of the reported patients, 5 were male and 11 were female.

Manufacturer narrative:
Follow-up #3 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of a load step malfunction failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to: low force sensor calibration readings, force sensor plate contamination, high force resistance failure was observed, and force sensor pin damage.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-80 years of age and between 28 and 190 pounds. Of the reported patients, (B)(6) were male and (B)(6) were female.

Manufacturer narrative:
Follow up #1 06/15/2016: this report is processeof the 16 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to: low force sensor calibration readings, force sensor plate contamination, high force resistance failure was observed, and force sensor pin damage.d under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-80 years of age and between 28...

Manufacturer narrative:
Follow-up #4 date of submission 01/26/2017 - device evaluation: in q4 2016 there was 1 additional instances of a low force sensor calibration readings, force sensor plate contamination, high force resistance failure was observed, and force sensor pin damage found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.